Event description:
The facility's tech reported an infusion pump with an 513 failure code. The tech stated they have no record of any pt incident involving the pump since the last baxter service event. Baxter's customer service requested if this failure occurred during pt use or biomed testing, but it was unknown.